Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, a link break was found after the plunger of the proglide device was removed in the rcfa. The sutures of two new proglide devices were successfully pre-placed in the rcfa. Another proglide device was used with successful suture placement in the left common femoral artery (lcfa). The sheath was upsized to greater than 8.5f and the (aaa) procedure was completed. Hemostasis was achieved in the rcfa and lcfa with the successfully deployed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.